Event description:
It was reported that interrogation of the pulse generator resulted in the message. The diagnosis data was invalid. Review of the fast path summary found that atrial pulse amp- litude increased from 2.5 v to 5 v. The device output was reprogrammed.

Manufacturer narrative:
Na